Event description:
Pt having left shoulder arthroscopy/arthroscopic left rotator cuff repair/biceps tenotomy/superior labral debridement. While passing the second stitch from the first anchor, operating room technician noted about 1mm of needle tip missing. Rotator cuff very calcified and thickened. Needle was passing easily but when it was passed off the instruments it was missing. Entire subacromial space scanned twice: no needle tip seen. Surgeon also probed the rotator cuff and did not feel the needle tip. Scope placed back into the joint and no needle tip seen. An xray revealed the tip in the rotator cuff space. Surgeon opted to leave needle tip in the joint since it was not loose. Pt and family notified. Pt tolerated the procedure well and was taken to the recovery room in stable condition.